Event description:
The customer reported that while monitoring telemetry patients the xhibit central station would power itself down. There was no patient or user harm associated with this event.

Manufacturer narrative:
The device was received by spacelabs healthcare and evaluated by a equipment service center technician. The technician reported that the chassis of the device was damaged and the fan on the video card was no longer functional. Due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. The reported issue was due to a malfunctioning fan on the video card.